Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having difficulty reading the insulin pump due to the coloring of the lcd screen. The customer also believes that the motor of the insulin pump is not running at the correct speed. Customer's blood glucose level was over 300 mg/dl. Troubleshooting was declined.